Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using two handles with new reloads, the surgeons heard a ¿crunch¿ when the handles were closed to fire over the appendix; the handles closed, but without firing. They have observed the loading, the cycling, the placement, pressing the firing button, and the ¿crunch,¿ after which, the handle had no resistance, and still did not fire. The case was extended but it was unknown for how long. A new reload from the same box as the first three were tried and fired. Two of which responded the same, with no resistance on the handle, and with no ¿catch.¿ they were only pulled closed after the firing button was depressed. On a fourth attempt, an xl handle and another new reload from the same box was used, and this time, was successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.